Event description:
The alarms resolved after the controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not communicating with the system monitor was confirmed; however, the reported event of the patient ¿not receiving alarms¿ per the alarm history screen was not confirmed. The returned system controller (serial number (B)(6)) was observed to have small kinks on its power cables upon arrival. The controller also did not communicate with the system monitor upon arrival. The controller was opened, and test power cables were connected to the controller. After this connection, communication with the monitor was restored. The controller was functionally tested and was found to perform as intended when test power cables were in use. A log file was extracted from the controller during testing; however, no atypical events were observed. All expected alarms were able to be viewed on the controller¿s alarm history screen throughout testing. Per design, only a subset of specific alarms is displayed in the alarm history screen. The controller¿s original white power cable was opened, and a fractured orange wire was observed beneath the kink in the cable. This wire is responsible for the communication between the system controller and the monitor, and damage to this wire was the cause of the controller being unable to communicate with the monitor. However, the root cause of the damage to the controller was unable to be conclusively determined. The root cause of the patient ¿not receiving alarms¿ was unable to be determined. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. C, section 7 ¿alarms and troubleshooting¿) instructs users on how to use the controller¿s alarm history screen, and outlines which specific alarms are displayed on the screen. The alarm history includes alarms that are transient, have clinical value, or that do not interfere with access to more critical alarms. However, only a subset of alarms is displayed on the system controller; a history of all alarms is available through the system monitor. The heartmate 3 patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that when the patient's system controller was connected to a power module/system monitor, no data or output was being seen on the screen. This also happened on a heartmate touch (B)(6), a different power module, and using a different cable to the system controller. Upon interrogation, it was discovered that the last alarm recorded on the system controller was from early (B)(6) 2021 and the vad (ventricular assist device) team was unsure the controller was receiving alarms properly. Log files were unable to be sent due to inability to connect to a power module/monitor. The vad team had used the same power modules, system monitors, heartmate touches, and cables on a different patient the day before with no issues. It was recommended that the patient's controller be exchanged. A controller exchange was performed with no issues.